Event description:
Customer called to report air bubbles during set changes. Troubleshooting was offered. The customer refused and stated that she feels that she had not pushed all of the air out of the reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.